Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices. The patient did not have therapy and the ipg was deemed inoperable. Surgical intervention was undertaken to replace the ipg. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.